Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a zone 1-2 75 mm x 65 mm thoracic aneurysm. The proximal neck was 40 mm in diameter and distally it was 32 mm in diameter. The pt also had an abdominal aortic aneurysm. Prior to the stent graft implant, a bypass/debranching of the left common carotid artery was performed, and followed by implant of 2 talent thoracic stent grafts from zone 1 to zone 3. It was reported the left common carotid artery was covered in the proximal lading zone, and the left subclavian was also covered. The physicians thought that there was some risk of paraplegia, because the lesion was located at the aortic arch, so csf drainage was not used. The pt's blood pressure was maintained without any reduction during the procedure. In the same operation, the aaa was treated with another manufacturer's stent graft. Slight blood flow, which might have come from the collateral left subclavian, was noticed on angiography. After the procedure, the toe of the right foot could move. The next day the lower body from below the diaphragm did not move at all, and paraplegia was diagnosed. One day later, a bypass from the right subclavian to the left subclavian was performed and blood flow to the left subclavian was restored. The ostium of the left subclavian was occluded by coiling for prevention of a type 11 endoleak. The result of treatment is unknown at this time. The physician commented that the occlusion of the left subclavian was the main cause of the paraplegia; he performed a bypass from the right subclavian to the left subclavian to aid in recovering from the paraplegia. The physician is investigating the correlation between the occlusion of lsa and paraplegia/paraparesis (see MFR #2953200-2010-00331). No additional clinical sequelae were reported and the pt is stable.

Manufacturer narrative:
(B) (4): eval results and conclusions: paralysis. Debranching of the great vessels was required.